Manufacturer narrative:
Additional information: b5, g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the screw.

Event description:
Additional information was provided on 01/17/2024, where the sales representative reported that this event occurred during a humeral shaft fracture during the insertion of the distal screw in the humerus. The fragment was left in as it could not be removed without causing further damage. The case was completed doing perfect circles in another screw hole option that was extremely difficult, time-consuming, and not ideal for the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 01/08/2024, it was reported by a sales representative via e-mail that a distal screw broke during insertion of a humeral nail implantation. This occurred during a case when the surgeon was trying to place the distal screw, and it broke in the center of the screw threads. No additional information was provided, and additional information has been asked.